Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On approximately on (B)(6) 2025, the patient was sleeping when their child noticed on the follow app that the cgm reading was low. She confirmed that the cgm was reading accurately at the time. She tried to contact the patient but she couldn't reach her. She decided to call the paramedics. When the paramedics arrived, they took a bg reading but she cannot remember the value and she was not sure if they provided any medication or treatment to the patient. The patient was taken to the hospital. There was no information about when the patient was discharged. At the time of the report the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.